Manufacturer narrative:
The dario team reviewed the relevant dario strips lot number (23715a1), provided by the user in a screenshot, and was found to be adequate and with no non-conformities.multiple attempts to follow up with the user were made, however, no response has been received to date. There is not enough information available to further investigate this case. Therefore, no resolution is available.

Event description:
On march 7th, 2024, the user contacted dario to report inconsistent blood glucose (bg) readings. The user reported receiving the following consecutive inconsistent bg readings from her dario meter within a span of approximately five minutes: 147 mg/dl, 173 mg/dl, 165 mg/dl, 164 mg/dl, 191 mg/dl, 143 mg/dl. The user also reported two consecutive bg readings of 200 mg/dl and then 118 mg/dl immediately thereafter. The user added that the inconsistent bg readings have occured across five cartridges of dario test strips with the same lot number.